Manufacturer narrative:
The reported event of helix mechanism issue was confirmed by analysis. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examinations noted the helix was stretched/ damaged consistent with procedural damage. Unable to test the helix mechanism due to the damaged helix as received. The cause of the reported event was due to the damaged helix consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that a visual inspection of the lead noted two external insulation abrasions that breached the outer insulation and exposed the outer coil at the distal region. The cause of external insulation abrasions is consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.